Event description:
It was reported that patient presented to hospital to undergo an av node ablation and a biventricular ICD generator change. It was noted post procedure that the device reached eri prior to 60 months after implant.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.